Manufacturer narrative:
Event date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported that the donut on the string of the recharger seems to be going bad, and it's taking a lot longer to get recharged. Patient confirmed no error messages when they go to charge. Agent asked for event date and patient stated it's been going on for a while, at least 2-3 months ago. Patient did not have equipment with them during the call. Agent documented information given, and told the patient to call back when equipment was present. Patient called back with external devices. Patient stated the implant (ins) was taking a very long time to charge and quality changes without moving, cord and relay box gets very warm, and bulging on cord. Controller show ins 70% and controller 50% charged. Agent confirmed patient does not get codes or message when recharging the ins. Agent sent a replacement recharger (rtm).

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. H3: analysis of the recharger found no anomalies were visually observed. Recharging excellent turned to poor recharge quality message after running it for 10 mins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.